Event description:
It was reported that the user experienced episodes of low glucose while using the ilet and had been frequently pausing insulin during activity and when observing glucose trending below 100 mg/dl, with one documented low of 56 mg/dl and duration under one hour; coaching was provided on appropriate use of the pause feature and avoidance of overcorrection, and changes in meal dosing over recent weeks were noted. Symptoms included a low glucose event without loss of consciousness or need for assistance, with self-treatment using oral carbohydrate and receipt of device low-glucose alerts. Outcomes included no medical intervention, no hospitalization, and resolution after oral glucose. Investigation included complaint review, user interview, device-use education, and review of available reports. Investigation of this case revealed use-pattern factors consistent with frequent manual pausing and recent variability in diet, with no device malfunction identified. It was concluded that the hypoglycemia was of unclear cause and that education on device use and hypoglycemia management was provided.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.